Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issue with insulin delivery with the infusion set. The customer's blood glucose was unknown at the time of incident. It was reported that the customer's blood glucose would rise and believed that they were not getting insulin. The infusion set will not be returned for analysis.